Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10-sep-2018. It was reported that advancing difficulties were encountered. A 3.00 x 32 synergy stent was advanced for treatment. However, the device failed to reach the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ii us mr 3.00 x 32 mm stent delivery system (sds) was returned for analysis loaded inside a guideliner extension guide catheter. It was not possible to remove the device from the guideliner due to the stent damage noted. A visual examination of the stent found damage to proximal stent rows 3-10 with stent struts lifted and pushed in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.